Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that they have already ordered a smart pnematic module (spm). The device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure- 1175" error message complainant indicated that there was no patient involvement in the reported malfunction.